Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer also reported that the infusion set was detached. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.